Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: lens returned in liquid in lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Event description: previously stated that the lens remains implanted. The lens was exchanged and patient is "very satisfied." She sees 1.2 uncorrected with ref. +0.25. Explant date: unk. Additional patient code added, 3191: no code available (secondary surgery, lens exchange) claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -2.5/+0.5/097 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. The surgeon reports refractive surprise, the patient stating he has "bad sight". Reportedly, lens remains implanted.